Event description:
The biomed requested assistance interpreting several event log line items. He reported an incident occurred involving heparin 25000 units/250 ml (concentration = 100 units/ml). Their default continuous doe is 12 units/kg/hr. He stated a heparin infusion at 27 units/kg/hr was programmed and the infusion was started at 16.173 ml/hour and the rate was correct. He wanted to know why the dose indicated 12 units/kg/hour instead of 18 units/kg/hour and whether it was because of their default dose. The nurse reported that when the pt's ptt came back low, he/she went to adjust the infusion per protocol and it was noted that the pump had a "nonsensical" message on the front display. The pump was running at 12 not 18 units/kg/hour and no heparin was infusing at 12 not 18 units/kg/hour and no heparin was infusing based on drop counts. The biomed later reported that the underinfusion was due to a programming error and there was no pt harm. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.